Event description:
It was reported that during an unknown procedure, the clips were malforming on the third firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.